Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump was not delivering insulin. Customer went to the ER and was subsequently hospitalized with blood glucose (bg) levels that were over 600 mg/dl, high ketones, and vomiting. Customer received an insulin drip and a fluid drip to address bg levels. Customer was released from the hospital on (B)(6) 2020 with no permanent damage.